Event description:
It was reported via phone call that the customer's insulin pump was alarming no delivery. Customer stated that they pressed act to see drops and they received a no delivery alarm. Customer replaced the batteries and noticed a crack. Customer mentioned that there were numbers on the screen of the insulin pump. It was noted that the insulin pump was rebooting. The call was then disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.